Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure at l1 to treat compression fracture on. During procedure, a balloon broke when surgeon tried to remove it from the patient's body. Blood got mixed into the syringe. The surgeon did not perform irrigation and continued his procedure because no leakage of contrast media was observed. It was also reported that pin-hole like break so no fragment was suspected to be left in the patient. No patient complications were reported as a result of this event.